Event description:
Same as MFR# 6000093-2004-01380, 6000130-2004-00187, 6000130-2004-00188. It was reported that during coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The lesion being treated was in the circumflex artery (cx). After successfully deploying a taxus express2 8.8% 2.5 x 16 mm stent and during withdrawal, the stent delivery device froze on the mailman guidewire. The physician then decided to withdraw the delivery device and guidewire out as a unit. Physician then successfully deployed another express2 8.8% 2.75 x 20 mm stent. However, again the stent delivery device froze on the pt graphix guidewire. The physician withdrew the delivery device and guidewire out as a unit. There were no pt complications or injuries reported. Pt status is reported as "satisfactory/good."